Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that a home patient experienced a hole in the supply line which resulted in a leak. There was also a slice on the outer package which the customer believed was where the cut was made. This occurred during prime of peritoneal dialysis therapy. It was not reported how the patient resolved the issue or if they completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.